Event description:
It was reported by the manufacturer representative (rep) that during a change out of the ins due to normal battery depletion, it was noted that the connectivity test did not pass. Upon further evaluation, it was determined that contact 10a was out of range (high) along with another contact. The rep stated the hcp reconfigured programming to only use 10b and 10c and removed 10a from programming. It was unknown why the reason or cause of the impedance was out of range. Ts reviewed the purpose of the connectivity check and what was allowed for connectivity to pass or not pass. Ts reviewed they did not need to worry about the connectivity test results and only concentrated on the electrode impedances themselves. There are no remaining issues for the patient at this time. The manufacturer representative (rep) called back to review the reason for the connectivity failure on the clinician programmer app, which would always show this message. Ts reviewed that they would always see this message until one of the contact's impedance issues was resol ved. Pss requested a copy of the session report with the impedances seen yesterday by the other manufacturer representative. The rep will review the information with the clinician. Additional information was received from the manufacturer representative, who confi rmed with the hcp that the battery was replaced and the impedance issues remained consistent with impedances before the battery change. No other actions were taken. The impedances were not resolved. The physician reconfigured stimulation (turned stimulation off of contact 10a). No further action is planned at this time.

Manufacturer narrative:
Continuation of d10: product ID b3301533, serial# (B)(6), product type lead; product ID b3400060, serial# (B)(6), product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301533, serial/lot #: (B)(6), ubd: 02-sep-2023, UDI#: (B)(4) ; product ID: b3400060, serial #: (B)(6), ubd: 22-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.